Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -10.0 into the patient's right eye (od) on (B)(6) 2020. Intraoperatively the lens was exchanged with a shorter lens due to excessive vault and the problem was resolved. The cause of the event is reported as unknown.